Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump reset unexpectedly. The customer indicated that the blood glucose (bg) level was elevated; however, did not provide the bg level at the time of the event. No additional patient or event information was available.